Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 11/13/2024, it was reported by a sales representative via email that an ar-2326bcc biocomposite swivelock eyelet is loose and detached when insertion the anchor. It also winds up in the sutures pulling unwanted tension onto the construct. This was discovered during a procedure. No additional information has been reported. Additional information received on 11/22/2024: this was discovered during an rcr procedure. All suture fragments are removed; however, the anchor remains in the patient. The case was delayed at least ten minutes without administering additional anesthesia.

Manufacturer narrative:
Additional information: g3, h3, h6 based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to applying excessive mechanical forces upon insertion.